Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during fill one of four. The home patient (hp) had left a clamp open on an unused supply line. The technical service representative (tsr) assisted the reviewed the proper procedure with the hp. The tsr advised the hp to setup with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of this issue. Per ¿the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.